Event description:
It was reported that the stent was difficult to position and it required another stent. The target lesion was located in the chronic occlusion of carotid artery. A 10.0-31 carotid wallstent was selected for recanalization. However, during deployment, it was noted that the stent moved forward preventing it from fully covering the lesion. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1: initial reported address 1: (B)(6).

Manufacturer narrative:
E1 - initial reported address 1: (B)(6).

Event description:
It was reported that the stent was difficult to position and it required another stent. The target lesion was located in the chronic occlusion of carotid artery. A 10.0-31 carotid wallstent was selected for recanalization. However, during deployment, it was noted that the stent moved forward preventing it from fully covering the lesion. The procedure was completed with another of the same device. The patient's condition following the procedure was stable. It was further reported that the target lesion was 70% stenosed, mildly tortuous and mildly calcified. Furthermore, the delivery system was removed smoothly, and the stent remained implanted inside the patient, approximately 3cm inside the internal carotid artery.